Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. On the same day as onset, dianeal therapy was discontinued and the patient was hospitalized for the event. Treatment information was not reported. On an unreported date, the patient was discharged from the hospital. It was unknown if the patient recovered from the event. On an unreported date, the patient¿s catheter was removed and the patient was placed on hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.